Manufacturer narrative:
Investigation into the alleged failure was not possible since the device was not returned. Device history records were verified and confirmed that the devices were manufactured according to specification and passed acceptance testing. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
Information received by medtronic from medwatch report # (B)(4) indicating that the catheter developed a "kink" and was not able to advance or remove. The ep cardiologist/physician needed to use a lasso to remove the catheter from the patient. Additional information received after follow up with the user facility indicated that the catheter was located mid ivc and did not enter the heart. A kink was observed on x-ray after they could not advance or pull back the catheter. A snare was used to turn the catheter and pull it back. The catheter was replaced and the cryoablation procedure was completed. There were no patient complications.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.